Manufacturer narrative:
Patient experienced right eye pain before the replacement surgery. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticmo13.7, -15.5/1.0/105 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, significant reduction of irido-corneal angles, and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved.